Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. There was no reported device malfunction and the product was not returned as it remains implanted. The lot history record (lhr) review for this product was not performed because the lot number was not reported. The reported patient effects of thrombosis, angina and myocardial infarction are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2 other alpine stents are filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2017, three xience alpine stents were implanted in the left anterior descending (lad) artery and diagonal bifurcation lesions. On (B)(6) 2019, the patient presented, symptomatic, and was diagnosed with st-elevation myocardial infarction (stemi). Angiography revealed thrombosis in all 3 stents. Balloon angioplasty was performed to treat the thrombosis and flow was restored. No additional treatment was performed, and the patient had a good outcome. No additional information was provided.